Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0871 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: minor scratched display window, cracked case at display window corner, scratched reservoir tube window, and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below when reviewing the history download file. The pump was stored for an extended period without a battery. The pump was able to download the pump history file, but it was corrupted. There was multiple a47 alarm in the pump history due to corrupted history file. There was no data available in june 2021 or july 2021 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date (B)(6) 2021 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date (B)(6) 2021 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged ketoacidosis/high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was broken. The customer reported hyperglycemia, diabetic ketoacidosis and was hospitalized . The customer reported unknown blood glucose value. The event involved product(s) mmt-754lcas. Troubleshooting was performed. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. The customer will discontinue the use of the device. Mmt-754lcas was requested and the mmt-754lcas was the received for analysis.